Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The explant was planned for (B)(6) 2017 but it is unknown if it was performed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted

Event description:
It was reported that a symfony intraocular lens (model zxr00, +20.5 diopter) was implanted, without complications, in the left eye of a (B)(6) male patient. Reportedly, at the post-op visit on (B)(6) 2017, the surgeon noticed that the distance vision was 20/20 but the near vision was hardly j5. The lens was planned to be exchanged on (B)(6) 2017, with a zlb00 +20,50. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the symfony intraocular lens, model zxr00 +20.5 diopter, was explanted on (B)(6) 2017, and replaced with a zlb00 with the same diopter size. No incision enlargement, no vitrectomy was performed and no sutures were used. The patient was reported doing well when discharged. If explanted, give date: (B)(6) 2017, and updated the description of the patient code in from planned explant to explant. All pertinent information available to abbott medical optics has been submitted.